Event description:
The customer reported that the unit had multiple unexpected shutdowns as well as the rfu having a red x. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit had multiple unexpected shutdowns as well as the rfu having a red x. There was no report of pt involvement. The unit was evaluated at the philips andover repair bench. The reported failure could not be recreated. Due to the issue not being recreated we cannot determine the cause of this reported failure. The unit passed all testing and was shipped back to the customer site.